Event description:
A tps handpiece cord was sent for service and bias current was experienced. No adverse consequence was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.